Event description:
During an atrial fibrillation procedure, the procedure was canceled. Prior to the transseptal puncture, a ¿press¿ alarm was displayed on the cool point pump when attempting to check the ablation catheter flush. Power cycling of the pump, replacement of the pressure sensor, and replacement of the tubing set were attempted; however, the issue did not resolve. The procedure was discontinued.